Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). A 2.50x20mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the pt and it was noted that the stent struts were flared. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).